Event description:
The customer reported that his olympus 4k autoclavable camera head was not displaying an image during procedure preparation. According to the initial reporter, the intended procedure was a laparoscopic appendectomy procedure. Reportedly, it was completed with a 'good' patient outcome, though specifics were not provided.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation results. The device was returned to olympus for inspection, and the reported issue (no image), was confirmed / duplicated. In addition, the following non-reportable malfunctions were found during device evaluation: rubber damaged / peeled off on rear cover damaged; kink in cable; and faded label on rear cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication failure occurred due to cable failure, and images were not displayed. The cause of the cable failure is presumed to be a broken pin in the connector. Regarding the cable damage, following the verbiage identified in the instructions for use can prevent the phenomenon from occurring: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. · do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.